Manufacturer narrative:
Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3008344661-2025-00105-00 under a different suspect device. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I afp result on an alinity I processing module, serial number (B)(6) . Through an extensive investigation, the fsr found the viton o-ring, size-008, part number a-10004640-01, worn and needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated alinity I afp result for one patient. The following data was provided (customer¿s reference range is </=8.8 ug/l): sample ID (B)(6) initial result, on (B)(6) 2025, was 62.65, repeat result was 4.26, repeat result, on another analyzer, was 3.90 ug/l. Additional laboratory results were provided: cea was 3.8 ug/l, tpsa was <0.025 ug/l. There was no impact to patient management reported.